Event description:
New information received notes that no externalized conductors were noted. No further patient consequences were reported.

Event description:
It was reported that a patient presented in-clinic for a right ventricular lead revision procedure. Prior examination revealed over-sensing of noise. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.